Event description:
Beckman coulter inc. (Bec) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated some occurrences of non-reproducible false positive accutni patient results. The customer has a laboratory procedure of confirming all samples >0.04ng/ml. The samples are automatically re-spun and re-run and the repeat result is reported outside of the laboratory. The customer indicated there were few instances where they have had samples around 0.08ng/ml which repeated <0.04ng/ml. The customer was requested but declined to provide specific data. The erroneous results were not reported outside of the laboratory. The customer did not report affect to the patient or user attributed or connected to this event.

Manufacturer narrative:
The customer indicated that they have a procedure implemented to verify unexpected results prior to reporting results outside the laboratory. Per customer, the instrument is currently performing within qc specifications. The customer did not provide information indicating an increase in occurrence or instrument malfunction. No additional information was provided for this event.